Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm and rewind anomalies due to blank display. Insulin pump received with stripped battery cap coin slot(p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error and blank display. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields customer states the contacts on the battery cap are damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.